Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture with asystole of less than 2 seconds and high pacing thresholds. Further investigation indicates that the ra lead was dislodged and was confirmed under fluoroscopic evaluation. In addition, there were low p-wave sensing noted but with a regular constant impedance measurement. Further, the patient was mostly atrial sense-ventricular pace with some undersensing. No other issues reported after ra lead replacement. The ra lead was surgically abandoned and no longer in service. No additional adverse patient effects were reported.